Event description:
It was reported to philips that flexvision pc failed to bootup after it was restarted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in a procedure when the issue occurred, and the patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to boot up. Review of log file does not confirm the reported malfunction. The failure analysis confirmed the malfunction with the flexvision pc and the cause of the failure was drive bay. However, the fse replaced the flexvision pc and rebooted the system which resolved the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.